Event description:
It was reported that the xenon light source's front panel was blinking. This occurred during a diagnostic endoscopy procedure. The procedure was completed with no delay using another device. There was no report of patient harm.

Manufacturer narrative:
E1) address: (B)(6). The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.